Event description:
It was reported that filter failed to recapture. A transcatheter aortic valve replacement (tavr) procedure was being performed, and a sentinel cerebral embolic protection (cep) device was selected for use. The sentinel cep was inserted, and the distal filter was deployed, however the distal filter could not be retracted, and the filter hoop could not be retracted into the sheath, so it was removed along with the sheath.